Manufacturer narrative:
Device alarmed pump error 37 during the rewind due to corroded motor home switch. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion or verify no delivery alarm, unable communicate to blood glucose meter, sensor simulator due to pump error 37. Also, moisture damaged electronic assembly during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident and the current blood glucose level was 374 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump and manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the difference between blood glucose verses sensor glucose. The blood glucose did come down to 276 mg/dl and sensor glucose on insulin pump was displaying 239 mg/dl. The customer stated that the insulin pump had insulin flow blocked alarm during basal. Customer stated insulin exited at the quick release. Customer states the event was resolved by complete set change. The insulin pump will not be returned for analysis.